Event description:
Dr. Utilized two sjm symmetry bypass system aortic connectors (model acn-unknown, lot unknown) during a minimally invasive off-pump double coronary artery bypass procedure. According to the operative report, the patient had a calcified ascending aorta with "diffuse" rva calcification. The grafts were separate bypasses to the riva and rivp (anterior and posterior interventricular branches) of the right coronary artery. The patient had a history of renal transplant. 3 months later dr. Performed reoperation due to stenosis observed on angiography. According to the operative report, one bypass was "completely occluded" from the proximal anastomosis for 2 cm. The riva bypass showed "clear phlebosclerotic changes" proximally for a distance of 0.5 cm and the graft was not "bent or contorted". Both connectors were found to be stenosed approximately 3-5 mm distal to the proximal anastomosis site. The bypass grafts were redone utilizing traditional sutures. Additional information received following a meeting with the surgeon indicated one graft was 90% stenosed and the other was reported to have similar stenosis; however, upon review of the angiogram, it was believed there was no siginificant stenosis. The patient was reported to have slight symptoms of chest pain and was otherwise "normal" with no consequences postoperatively. No additional information was received, including if the connectors remain implanted.